Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, three openings curved, partial delamination of the valve and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: two openings striated, one opening crease smooth on the posterior, non-penetrating nick striated and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. One crease smooth opening on the posterior due to fold flaw opening. Non-penetrating nick striated due to surgical tool scratch like. Partial delamination of the valve (adhesive failure).

Event description:
Device has been explanted.